Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The contact information was kept blank due to no information was provided by the tsc. The serial number, UDI and manufacturer details were kept blank since the given asset information was found to be es vm large server w/sql.

Event description:
It was reported by the customer that in pyxis medstation es system all users were unable to login. The customer reported that it displayed a "sequence contains more than one element" error. The malfunction occurred when the user was trying to issue medication to the patient and the user had to unlock the machine from the back to access medications. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.